Event description:
The service report shows that while performing preventive maintenance on the ventilator. The co customer support engineer (cse) noticed that there was no audible alarm. After further inspection the cse found that one of the wires that connected to the speaker assembly was found severed in the exhalation compartment. The cse questioned the staff and determined that there was no pt involvement. The cse and staff determined that this may have happened during cleaning of the vent. The cse replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.